Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera ethernet cable was damaged and needed to be replaced. Once the camera cable was replaced, the system then passed the system checkout and was found to be fully functional. The camera cable was not returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera doesn't track the tools continuously. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The representative restarted the system 10 times and the system was working without error. The representative performed cable testing and found the cable camera that was pressed and needed to be replaced. In spite of the cable, the system still passed system checkout and found to be fully functional. The cable has not been replaced during the checkout. If information is provided in the future, a supplemental report will be issued.